Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Th 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx20mmx135cm sterling balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.